Event description:
The nurse inserted the catheter and was about to activate the safety mechanism when the needle dropped. The nurse tried to catch it, and a needle stick injury occurred.

Manufacturer narrative:
Conclusions- a root cause analysis could not be determined as the sample was not returned for the investigation. The customer reported, " before activating the safety mechanism, the needle, carried by the weight of the safety mechanism fell. The nurse wanted to catch it, and stuck herself." Based on this info, it is presumable that the cause of this needle stick was due to human error. (B) (4).